Event description:
New information noted that the lead was explanted.

Manufacturer narrative:
The reported events were inappropriate mode switches and lead noise. As received, a complete lead was returned in one piece. The reported event of lead noise was confirmed. Analysis found full breach outer insulation degradation adjacent to the connector boot 4.5 cm from the connector pin. The cause of lead noise was due to outer insulation degradation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Inappropriate mode switches were noted due to atrial lead noise. The lead was reprogrammed to address the noise. The patient was in stable condition throughout the event.